Manufacturer narrative:
Product event summary: it was found that the programmer had extensive internal contamination. It was also noted that the lower case handle was broken.

Event description:
The programmer was returned to the manufacturer, analyzed, and subsequently tested out of specification. There was no patient involvement.